Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage and device damage/deformation while still considered operable. The product defects were noted during use. The following information was provided by the initial reporter: on (B)(6)2020 , radiology department nurses enhanced CT angiography for patient¿s checking, she use this type needle, after the confirmation of acupuncture needles under the premise of success, and needle switch was open, it was connected with the high pressure syringe injection of contrast agent (iodine, alcohol). The heparin cap of indwelling needle was pop-up and fractured after the injection started, it leaded the contrast agents leaked out, and the imaging operation was not successful. The heparin cap was replaced, the contrast agent was extracted and injected again.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8305823. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, sample could not be obtained for evaluation and testing; without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint, however based on the provided event description the most likely root cause is related to the use of high pressure during injection . The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage and device damage/deformation while still considered operable. The product defects were noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, radiology department nurses enhanced CT angiography for patient¿s checking, she use this type needle, after the confirmation of acupuncture needles under the premise of success, and needle switch was open, it was connected with the high pressure syringe injection of contrast agent (iodine, alcohol). The heparin cap of indwelling needle was pop-up and fractured after the injection started, it leaded the contrast agents leaked out, and the imaging operation was not successful. The heparin cap was replaced, the contrast agent was extracted and injected again.